Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/21/2020. Additional information was requested and the following was obtained: did the patient suffer from wound dehiscence or any other consequence? Wound abscess. Was any surgical intervention or re-suturing performed? Removed the suture. Were any prescribed medications required? Please specify them. No. What is the current condition of the patient? Patient is fine now. The following information was requested but unavailable: on what tissue was the suture placed? What was tissue condition? What is the procedure name? What is the event day and procedure date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue was the suture placed? What was tissue condition? Did the patient suffer from wound dehiscence or any other consequence? Was any surgical intervention or re-suturing performed? Were any prescribed medications required? Please specify them. What is the current condition of the patient? What is the procedure name? What is the event day and procedure date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was not absorbed resulting in suture abscesses. Additional information was requested.